Event description:
It was reported that following the implantation of a sparc sling the patient experienced difficulty emptying bladder. The patient had failed a trail void and was taught clean intermittent catheterization (cic) before being discharged home on (B)(6) 2015. The patient called complaining of incontinence and incomplete bladder emptying. On (B)(6) 2015 cic was done with a 60cc residual volume and on (B)(6) 2015 no cic was performed. The event is considered resolved/recovered with no sequelae. No further patient complications were reported in relation to this event.